Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7082930. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: n/a batch: 31893284.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to lead migration. The patient had significantly worsening low back pain and pain in her right lower extremity. The patient also experienced high impedances. X-rays were performed and confirmed the lead migration and showed the bottom lead appears to be withdrawing from the epidural space. The explanted devices were retained by the facility and will not be returned. The patient is doing well postoperatively.